Event description:
Information was received from a consumer regarding a patient receiving morphine and baclofen via an implanted pump. The indication for pump use was non-malignant pain. On(B)(6) 2024, that patient reported that they needed to "order another personal monitoring device" for their ptm (personal therapy manager). The agent asked why, and the patient stated that the communicator was having problems connecting to the ptm. The patient confirmed that they had been having issues connecting for a "few months now." The patient stated that they were told about "6 -7 months ago" that they should call and get a new communicator, but they had been trying to "deal with it the best they can." During the call, the patient confirmed the communicator had not gotten wet or been dropped. The patient unlocked the handset and attempted to connect to their ptm and were able to connect right away. The patient mentioned that "a lot of times it just doesn't connect" or that it takes "a while for it to respond." The issue was noted to be resolved at the time of the call and the patient was going to call back if further assistance was needed. The patient called again on (B)(6) 2024 stating they contacted medtronic "a whole bunch of times starting about a year ago" about issues with the ptm. The patient went on to clarify that the issue was actually that they would request their boluses but not feel the effects. The patient stated they ¿got 3 boluses per day, so they would deliver their first bolus, feel nothing, deliver their second bolus, feel nothing, then on their third bolus they would feel all of the effects, would be nodding off in conversations.¿ the patient also stated that this effect scared them, so they stopped using the ptm. The patient stated they had also spoken to their home health agency about it. Per the patient, they had a replacement coming up tomorrow because the pump was reaching end of life, and that they had had a catheter dye test done and the hcp (healthcare provider) believed there was something wrong with the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# l55006 serial# implanted: (B)(6) 1998, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: l55006, ubd: , UDI#:(B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.